Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient developed an abscess at a former infusion site, which required hospitalization from on (B)(6) 2026 and surgical treatment on (B)(6) 2026. The patient has been taking oral antibiotics until on (B)(6) 2026 and continues to experience pain at the surgical site. The patient reported that the site where the abscess later formed had been painful immediately after cannula insertion. No further information available.